Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 40 mg/dl. The patient was given a bolus of 6.0 units of insulin and the pdm gave a uncommanded bolus of 15 units of insulin dropping their bg values.

Manufacturer narrative:
In the case description, the user is reported a 15 unit bolus was delivered that was not commanded by the user. No pdm alarms were observed on the date of occurrence in the pdm history. The pdm was in use for several days after the date of occurrence. Inspection of the pdm insulin history confirmed a 15 unit bolus was delivered on the date of occurrence. The calculations for the 15 unit bolus shows the entirety of the bolus was inputted as user adjusted meal bolus and no carb or bg value was entered into the bolus calculator. Analysis of the bolus event in the android log files downloaded from the pdm showed the bolus being entered into the pdm by the user. The log files were able to track the user input from 0 u to 1u to 15u as the numbers were enter one at a time. It was also confirmed that the after a total bolus volume of 15 was recorded, the confirm bolus bottom was selected to start delivery of the bolus. This indicates the 15 unit bolus that was reported was inputted and confirmed by the user and not delivered uncommanded by the pdm. Investigation found the pdm to function as intended.